Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were multiple episodes of ventricular arrhythmia that were treated with appropriate therapy.

Event description:
It was reported by a coroner that the patient is deceased. The coroner requested that the patient's device be interrogated. The device was interrogated and the right ventricular (rv) lead exhibited high pacing impedance, high defibrillation impedance, and was unable to capture. The cause of death and date of death were requested but were not provided and it is unknown if the death has any relationship to product performance. The patient is a participant in the (B)(6) clinical study.